Event description:
It was reported to boston scientific via an article published in the european association of urology that a study prostate multicenter external beam radiotherapy using stereotactic boost (prometheus) was conducted to assess the effectiveness of and safety of combining conventional external beam radiation therapy (ebrt) with virtual high-dose-rate brachytherapy boost (vhdrb) in patients with intermediate risk or high-risk prostate cancer (pc). The trial recruited 151 patients form five australian center between march 2014 and december 2018. There was a patient who underwent rezum proocedure after radiation therapy and developed urinary incontinence, the symptom affected his daily activities for forty-eight weeks.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 01/12/2024, was chosen as the date the study started. Block g2: literature source e. Wegener, m. Sidhom, d. Pryor et al., prostate virtual high-dose-rate brachytherapy boost: 5-year results from the prometheus prospective multicentre trial, eur urol oncol (2024), https://doi.org/10.1016/j.euo.2024.01.008.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is a known risk associate with the device type and indicated as such in the instruction for use. Block b3: the exact date of the event is unknown. The provided event date, 01/12/2024, was chosen as the date the study started. Block g2: literature source. E. Wegener, m. Sidhom, d. Pryor et al., prostate virtual high-dose-rate brachytherapy boost: 5-year results from the prometheus prospective multicentre trial, eur urol oncol (2024), https://doi.org/10.1016/j.euo.2024.01.008.

Event description:
It was reported to boston scientific via an article published in the european association of urology that a study prostate multicenter external beam radiotherapy using stereotactic boost (prometheus) was conducted to assess the effectiveness of and safety of combining conventional external beam radiation therapy (ebrt) with virtual high-dose-rate brachytherapy boost (vhdrb) in patients with intermediate risk or high-risk prostate cancer (pc). The trial recruited 151 patients form five australian center between march 2014 and december 2018. There was a patient who underwent rezum procedure after radiation therapy and developed urinary incontinence, the symptom affected his daily activities for forty-eight weeks.